Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, g3, g6, h2. Corrected field: h11 (was missing "additional information"). Additional information received: 1. Date of incident: on (B)(6) 2025. 2. What type of procedure was performed during the incident? Cranial surgery. 3. Was there a delay in surgery due to product problem? If yes, how long? Delay unknown. Still waiting for more information from the customer. 4. Was there any patient injury involved? No patient injury reported. Patient outcome is unknown. Still waiting for more information. 5. How was the procedure completed? Unknown. Still waiting for more information from the customer.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned device shows that it passes all tests; was unable to duplicate slippage. The starburst and locking mechanism are intact and no slippage is observed. The internals of the locking mechanism were also inspected, and no repairs are required. This device will be returned in received condition. Root cause - the complaint is not confirmed, and the device passes all specific functional testing. The probable root cause of the reported complaint includes improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the mayfield composite series skull clamp (a3059) was not tightening properly, and moved whilst in use. Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.